Event description:
The analyzer produced troponin I results of 0.78 ng/ml and 0.18 ng/ml for a level 1 quality control sample (target 3.1-4.5 ng/ml). There was no report of pt harm as a result of this occurrence.